Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia and the insulin pump received a software error and cannot get into the auto mode. Customer's blood glucose value was 2.6 mmol/l at the time of incident and 8.4 mmol/l. The customer was treated with food and juice. The customer states that they were able to clear alarm. The customer was able to rewind the insulin pump. The customer reported that fill cannula was recorded in daily history. The customer performed self test and it passed. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer used auto mode. Based on customer¿s report customer did not allege insulin pump was over delivering. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will not be returned for analysis.